Event description:
On (B)(6) 2016, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter an inaccurate high compared to another meter; however the patient was found to be testing incorrectly. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2016 at 8.15pm and 8.30pm they allegedly obtained inaccurate high results of ¿566 mg/dl¿ with the subject meter and ¿92 mg/dl¿ with another device (unknown pharmacy meter), performed within 30 minutes at a pharmacy. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient stated she manages her diabetes with insulin (no-adjustments). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied developing symptoms as a result of the issue. The patient alleged hcp adivsed, during a phone call to the doctor after obtaining a result of "465mg/dl." The doctor advised an increase of insulin (20 does of lisp, based on the meter result. Three hours later the patient observed a result of "566mg/dl", after receiving this result the patient went to the pharmacist and observed a result of "92mg/dl from the pharmacy meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the cca was unable to walk through the patient testing procedure and found the patient was using alcohol to wash her hands and using expired test strips, the pharmacy was using non expired test strips and used soup and water to wash the patients hands. The patient was advised. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.